Manufacturer narrative:
It is possible that the markings were there, however they were faint and not readily visible. Additional requirements related to the darkness of the etching were added in 2007 and this manufacturing lot was produced prior to these updates. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that while attempting to implant the 60mm cup the surgeon noticed that the black laser lines that mark hole placement were missing. The surgeon implanted the cup.